Manufacturer narrative:
Analysis of the returned product was completed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally a review of the complaint handling system was performed and found no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported malposition of the device appears to be related to circumstances of the procedure. It is likely that the suture pulled through due to friable tissue. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: a third prostyle device was attempted to be used; however, the suture came out with the device. The suture was still inside the suture bearing with the knot formed. The suture of a fourth prostyle device was successfully pre-placed. Hemostasis was achieved with the pre-placed sutures of the first and fourth prostyle devices. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, a cuff miss [suture retrieval issue] occurred with the second prostyle device. The suture of a third prostyle device was successfully pre-placed. The sheath was upsized to greater than 10f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed sutures of the first and third prostyle devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Additional information reported that a third prostyle device was attempted to be used; however, the suture came out with the device. The suture was still inside the suture bearing with the knot formed. The suture of a fourth prostyle device was successfully pre-placed. Hemostasis was achieved with the pre-placed sutures of the first and fourth prostyle devices. No additional information was provided.